Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
UDI code not available for this device. Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had no benefit with her implant. Re-implantation occurred on (B)(6) 2015.

Event description:
The pt has no benefit with her implant.